Event description:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5082639) on 28-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("she underwent bilateral salpingectomy for essure removal") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fish oil and vitamin b complex (vitamin b). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypoaesthesia ("numbness in hands and fingers"), arthralgia ("chronic pain in both hips"), myalgia ("chronic ham and calf muscle aches"), memory impairment ("memory difficulties (forgetfulness)"), confusional state ("confusion"), pain in jaw ("night clenching resulting in jaw pain"), acne cystic ("severe cystic acne"), mood swings ("unpredictable mood swings") and fatigue ("chronic fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the hypoaesthesia, arthralgia, myalgia, memory impairment, confusional state, pain in jaw, acne cystic and mood swings outcome was unknown. The reporter considered acne cystic, arthralgia, confusional state, fatigue, hypoaesthesia, medical device removal, memory impairment, mood swings, myalgia and pain in jaw to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5082639) on 28-jan-2019. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the smaller tube reveals an embedded essure coil within the lumen') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A26167-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fish oil and vitamin b complex (vitamin b). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness in hands and fingers"), arthralgia ("chronic pain in both hips"), myalgia ("chronic ham and calf muscle aches"), memory impairment ("memory difficulties (forgetfulness)"), confusional state ("confusion"), pain in jaw ("night clenching resulting in jaw pain"), acne cystic ("severe cystic acne"), mood swings ("unpredictable mood swings") and fatigue ("chronic fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, hypoaesthesia, arthralgia, myalgia, memory impairment, confusional state, pain in jaw, acne cystic and mood swings outcome was unknown. The reporter considered acne cystic, arthralgia, confusional state, embedded device, fatigue, hypoaesthesia, memory impairment, mood swings, myalgia, pain in jaw and pelvic pain to be related to essure. The reporter commented: trailing coil left 3 and right 1. Lot number [ a26167 ] is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5082639) on 28-jan-2019. The most recent information was received on 18-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("she underwent bilateral salpingectomy for essure removal") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fish oil and vitamin b complex (vitamin b). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypoaesthesia ("numbness in hands and fingers"), arthralgia ("chronic pain in both hips"), myalgia ("chronic ham and calf muscle aches"), memory impairment ("memory difficulties (forgetfulness)"), confusional state ("confusion"), pain in jaw ("night clenching resulting in jaw pain"), acne cystic ("severe cystic acne"), mood swings ("unpredictable mood swings") and fatigue ("chronic fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the hypoaesthesia, arthralgia, myalgia, memory impairment, confusional state, pain in jaw, acne cystic and mood swings outcome was unknown. The reporter considered acne cystic, arthralgia, confusional state, fatigue, hypoaesthesia, medical device removal, memory impairment, mood swings, myalgia and pain in jaw to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5082639) on 28-jan-2019. The most recent information was received on 01-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the smaller tube reveals an embedded essure coil within the lumen') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A26167) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fish oil and vitamin b complex (vitamin b). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness in hands and fingers"), arthralgia ("chronic pain in both hips"), myalgia ("chronic ham and calf muscle aches"), memory impairment ("memory difficulties (forgetfulness)"), confusional state ("confusion"), pain in jaw ("night clenching resulting in jaw pain"), acne cystic ("severe cystic acne"), mood swings ("unpredictable mood swings") and fatigue ("chronic fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, hypoaesthesia, arthralgia, myalgia, memory impairment, confusional state, pain in jaw, acne cystic and mood swings outcome was unknown. The reporter considered acne cystic, arthralgia, confusional state, embedded device, fatigue, hypoaesthesia, memory impairment, mood swings, myalgia, pain in jaw and pelvic pain to be related to essure. The reporter commented: trailing coil left 3 and right 1. Most recent follow-up information incorporated above includes: on 1-oct-2020: medical record received. Lot number was added. Events "the smaller tube reveals an embedded essure coil within the lumen, pelvic pain" added. Rcc and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.